Event description:
Hospital submits this report pursuant to 21cfr803. It is based on info reviewed by hospital which it may not have had an oppotunity to investigate fully or verify prior to the reporting date. This report shall not be considered as an admission by hospital that it or any of its employees of affiliates caused or contributed to the incident described herein. After the procedure had begun the dr requested a table adjustment. When the operating table was adjusted the motor kept running. The operating table was unplugged and the motor keep running on the battery charger. An intra-op transfer of the pt onto a new operating table was done without apparent injury.